Manufacturer narrative:
The device was returned missing one electrode on the distal end of the lead. Based on the investigation, the wires revealed necking indicating a ductile failure. The exact root cause could not be determined. The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
The device was received and analysis is currently in progress. The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that during a revision procedure, a fragment of the lead was left inside the patient. There are no plans to remove the fragment and the physician has no concerns with the fragment remaining in the patient. The lead was replaced and there have been no reports of further complications regarding this event. The patient is currently using their device to find effective pain relief.